Event description:
The surgeon reported a corneal burn occurred during the surgical procedure. The surgeon also stated the wound required suture to close.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.